Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The initial investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the initial investigation analysis, the customer received a predictive low glucose alert at 12:11 pm. Low glucose alerts were asserted from 12:31 to 1:01 pm and this was due to lag which is inherent to any cgm system. Since the system alerted the user about the upcoming low glucose event by asserting predictive low glucose alerts, it can be concluded that the system performed as intended. Furthermore, a review of the system diagnostics did not reveal any abnormalities as the key performance parameters were within specifications. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the customer had a hypoglycemia event on (B)(6) 2023 at 12:08 pm. The measured blood glucose (bg) value was 57 mg/dl where the sensor glucose (sg) reading was 94 mg/dl. The eversense cgm system did not assert any alerts since the sg reading never went below the low alert threshold which was set at 65 mg/dl. The customer self resolved the incident by eating sweet food. The customer did not require any medical attention.